Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: patient burn. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. Use error. The reported failure mode will be monitored for future reoccurrence. The manufacturing date is not known.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The following information is not known at this time. However, should it become available, it will be provided in future reports. Gtin, 510k and manufacturing date.

Event description:
It was reported that the patient was burned.